Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred however there was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). Corrected field: h6 (health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse arrived on site and exercised the iabp on a test catheter and patient simulator without issue. The service logs did record multiple "gas loss alarm in iab circuit". Both the console and the cart passed the helium leak test. The pim module, drive manifold, and fill manifold leak tests all passed. Unable to duplicate any issue or failure with the iabp. Complete pm performed with full calibration, functional testing, and electrical safety checks to factory specifications. The unit returned for clinical use.